Event description:
It was reported that during an unk procedure, on the second sleeve and the very first firing, the surgeon closed the gun and waited the 20 seconds before firing. As she began the first pulse fire the closed jaws jumped 10 degrees to the right. They must have been closed because the gun then continued to fire and complete the 1st firing. The reloads were discarded with the slr. The surgery was delayed by 2 minutes and there was a close inspection of the staple line. The surgeon was concerned that this might happen further up near the spleen. The surgery was completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2025. D4: batch # 365d43. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of unintentional articulation could not be confirmed as the articulation mechanism was totally functional during functional testing. Device history review a manufacturing record evaluation was performed for the finished device batch number 365d43, and no non-conformances were identified.